Event description:
Pt received the first week of 6th cycle of chemotherapy that included cytoxan IV; 5 fu IV push and adriamycin IV push through running IV had excellent blood return throughout treatment. After all chemo was infused and catheter was being flushed with normal saline, approx 1-2 cc pink liquid leaked out around catheter exit site. Surgeon removed the catheter on 3/17/95 and reported to oncologist that there were several small holes in the catheter near the tip.